Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, the tip of a triforce peripheral crossing set's sheath separated, leaving approximately one centimeter of the device in the patient. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global search of sales was unable to definitively determine the lot number. As such, it is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿under fluoroscopic guidance, carefully advance the device to the desired vascular location. Final positioning is accomplished by stepwise, short advances of the wire guide, cxi support catheter, and flexor sheath.¿ the information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an unknown procedure, the tip of a triforce peripheral crossing set's sheath separated, leaving approximately one centimeter of the device in the patient. Additional information has been requested.

Manufacturer narrative:
D4: per the customer, the device is either g56415 (unknown lot) or g56419 (unknown lot). G56415 is kcxs-5.0-35-65-rb-mpb/dav-hc. G56419 is kcxs-5.0-35-100-rb-mpb/dav-hc. E1: customer phone, email: phone: (B)(6); email: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.